Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Replacing lumbar drain under flouro and the tip broke off in the epidural space. Remains in patient. CT scan planned to locate remaining piece.

Manufacturer narrative:
The device has been returned for evaluation. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflected the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies related to the reported issue. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device was returned for evaluation. A review of manufacturing records found that the device met specification when released for distribution. Evaluation of the returned product from the shape of the cut that the lumbar catheter was retracted (either with or without the guidewire still populated in the catheter) while the tuohy needle remained in position. This resulted in the sharp heel edge of the needle cutting through the distal tip of the lumbar catheter. The lumbar catheter kit IFU (IFU-lcn-205456001) has the following 2 warnings to help prevent this from occurring in the field: "to avoid damage to the catheter, care must be taken not to withdraw the catheter from the needle in order to reposition it in the subarachnoid space. If the catheter must be removed, withdraw the needle and catheter simultaneously." "To minimize the risk of damage to the catheter, take care not to pull back on or withdraw the catheter after insertion into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously." Trends will be monitored for this or similar complaints.